Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code16 (timeout moving to take-up position) error message was confirmed based on the review of the archive data and during functional testing. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor had rusted/corrosion at the brake assembly area. The brake body was seized from the corrosion and will prevent the brake to open or close during activation.the probable root cause for the corrosion was likely due to humidity, and lack of regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer. During the visual inspection, cracked top cover was observed on the autopulse platform, unrelated to the reported complaint. The physical damage was likely due to mishandling, such as a drop. The top cover will be replaced to address this issue. The archive data was reviewed and showed multiple fault code 16 error messages occurred; thus, confirming the reported complaint. During the initial functional testing, the autopulse platform displayed fault code16 error message, thus confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs). It was observed that the drive train motor had rusted/corrosion at the brake body. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. To remedy the issue, isopropyl alcohol (ipa) to clean and remove the corrosion on the brake assembly and 12v was applied to the brake cable of the drive train motor to activate the brake. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform [sn (B)(4)] displayed fault code16 (timeout moving to take-up position) error message and shut down. Crew immediately performed manual CPR. Patient death was reported. The customer did not provide information regarding the relationship between the patient's death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.